Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported several patients with a high degree of myopia. The difference in results are from +1 to +3 diopters. Additional information received states this report of unexpected outcome is for patient one's right eye. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfile for the day of treatment showed successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No abnormalities or deviations can be detected in the logfile which can contribute the reported event. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).